Manufacturer narrative:
Device reference and lot not available at this time

Event description:
During the surgery the screw drill bit broke. All the instrument fragment were recovered. The surgery was completed successfully with less than 5 minutes of delay.